Manufacturer narrative:
The device currently remains implanted and in service. This report will be updated upon receipt of device and when the investigation is completed.

Event description:
It was reported during on going use, the device was showing premature battery depletion. Technical services confirmed the malfunction, therefore the device will be replaced next month. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during on going use, the device was showing premature battery depletion. Technical services reviewed the disk analysis, and was able to confirm the malfunction, therefore the device was explanted and replaced. No adverse effects were reported.